Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient was (B)(6) when she presented with severe stress urinary incontinence and inhibited sexual desire with hypermobility of the urethra in 2010. It was reported that her bladder was severely overactive. A cytoscopy procedure was performed, and subsequent stress testing revealed a +8 stress loss with pressures ranging from 0 to 5 (maximum pressure). The advantage transvaginal mid-urethral sling system was implanted and a hysterectomy was performed concomitantly; there were no issues or complications reported. Post-procedure stress testing revealed a decrease to +2 to +3 stress loss. On (B)(6) 2010, the patient was counseled extensively on implanting a second sling. A perineal ultrasound and qtip test (mobility of urethra) were performed on (B)(6) 2010, after which the patient was again counseled. It was suggested that the patient undergo a periurethral bulking procedure. The physician's last contact with the patient was via telephone on (B)(6) 2011. At that time, the patient had elected to be seen by a urologist. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.